Event description:
(B)(4). I use clear care contact solution on a daily basis and have for about 5 years. It is great for cleaning my contact lenses. The problem is that they will randomly not neutralize sometimes and I get the burn on my fingers and my eye. No, I'm not one of those people who can't read directions. I let them soak in the solution for at least 7-8 hours every night. This morning I went to put them in, and they burned my finger and thumb and my eye that I had put the lens in. This is very frustrating as I did nothing different and there is no way to tell when this will happen. I don't know if the disc wears out or what, but I'm getting tired of worrying about putting my lenses in my eyes in the morning because it's not pleasant when they burn. Error occurred: patient's home. When and how was error discovered: during normal daily use. Reporter's recommendations: they need to warn customers about the possibility of the lens cleaner randomly not neutralizing properly.